Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 20.7 mmol/l (372 mg/dl) while wearing the pod between 25 and 36 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (arm) and was leaking. It was also reported that the patient had blood and subcutaneous irritation at the pod site. As treatment, a new pod was applied.